Manufacturer narrative:
B3. Date is estimated. Year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that since implant, they've been on program 1 and it helps at night, but during the day, they notice urgency. And about 2 weeks ago, they noticed, if they hear any water running they could go every 10 minutes or as soon as they get home. Patient (pt) said, they have been slowly increasing the number on program 1 and they don't know how it happened, but they noticed thursday, they were on program 2. And they were calling manufacturer to switch back to program 1 or find out what is the number they should be on. Reviewed therapy optimization information, stim sensation information, control equipment general use and function and recommended, keeping a symptom diary to track results. Redirected to their doctor. The patient mentioned, unrelated medical history. This included patient said, they will see their doctor in 3 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was determined to be user error. When asked what steps were taken to resolve the issue they stated that the manufacturing representative (rep) was very helpful and explained how to get back to program 1. The issue was resolved and the patient had a very helpful and pleasant interaction.